Event description:
The patient's vns generator was replaced on (B)(6) 2013 for prophylactic reasons. No other information has been received.

Event description:
The explanted device was returned on (B)(6) 2013. Product analysis of the device found that the device performed according to functional specifications of the current automated final test 102. Analysis in the lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found. The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters.

Event description:
Clinic notes dated (B)(6) 2013 list syncope under the problems section of the notes. It is unknown whether or not the vns system is related to the patient's syncope. Attempts to obtain additional information have been unsuccessful to date.